Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s): do not like this company test kit. It states on the box this test is more likely give you a false negative result! You may have to test 2 more times over 3 days! What a statement to have on the box, but at least they are honest about their test! Did not work for me.